Manufacturer narrative:
Device was discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. The patient had calcified vessels. It is likely the balloon got caught on the calcified region of the plaque causing the balloon to dislodge from the shaft when pulling the balloon during embolectomy. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. We therefore believe this is an isolated incident.

Event description:
During redo fem-fem crossover, the tip of an embolectomy catheter broke off inside a patient's artery. The piece was approximately 1.5cm long with the balloon attached.